Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leaked from the side of the patient's urethra. The user thought that the cause was the poor flow of urine in the foley catheter. Per follow up information received via ibc on (B)(6) 2022, it was stated that the user thought the foley catheter had poor flow and this was the reason for the urine leakage.

Event description:
It was reported that urine leaked from the side of the patient's urethra. The user thought that the cause was the poor flow of urine in the foley catheter. Per follow up information received via ibc on 14-jun-2022, it was stated that the user thought the foley catheter had poor flow and this was the reason for the urine leakage.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event was unconfirmed a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Event description:
It was reported that urine leaked from the side of the patient's urethra. The user thought that the cause was the poor flow of urine in the foley catheter. Per follow up information received via ibc on 14-jun-2022, it was stated that the user thought the foley catheter had poor flow and this was the reason for the urine leakage.